Event description:
It was reported that during a device interrogation the implantable cardioverter defibrillator (ICD) experienced an electrical reset. The reset was cleared and reprogrammed to the previous settings. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).